Manufacturer narrative:
Attempts to obtain additional information from the account were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing difficulty with completing a remote monitoring session. After troubleshooting, the transmission was successful and indicated out of range pacing impedance measurements. No adverse patient effects were reported.